Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4). Initial reporter occupation - the occupation is lay user/patient.

Event description:
It was reported that patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 10:21 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting in a value of 3.7 inr. At 10:40 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting in a value of 3.7 inr. At 11:30 a.m. On (B)(6) 2020, a sample from the patient was tested in the laboratory using stago reagent, resulting in a value of 2.7 inr. At 11:15 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting in a value of 3.6 inr. At an unknown time on (B)(6) 2021, a sample from the patient was tested in the laboratory using stago reagent, resulting in a value of 2.7 inr. At an unknown time on (B)(6) 2020, a sample from the patient was tested in the laboratory using stago reagent, resulting in a value of 3.0 inr. At 3:10 p.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting in a value of 4.4 inr. At 4:04 p.m. On (B)(6) 2021, a sample from the patient was tested in the laboratory using stago reagent, resulting in a value of 2.8 inr. At 4:56 p.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 3.8 inr. At 4:58 p.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 3.7 inr. The meter values were reported to the patient's doctor and the doctor considered the laboratory values to be correct. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is monthly.